Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ syringe needles were clogged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that the needles were clogged because neither air nor insulin reached the syringe. Per (B)(4). : customer reports 2 needles were clogged because she was not able to pull back air nor insulin into syringe. Changing needled resolved this issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe needles were clogged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needles were clogged because neither air nor insulin reached the syringe. Per (B)(4): customer reports 2 needles were clogged because she was not able to pull back air nor insulin into syringe. Changing needled resolved this issue.